Event description:
It was reported that during a sleeve gastrectomy procedure, the device fired malformed staples. It cut a quarter in the beginning, and the remainder did not have any staples. Used another device to complete the case. No pt consequences were reported.

Manufacturer narrative:
Date sent 10/22/2007. Information anticipated, but unavailable at this time.